Event description:
It was reported that the implantable pulse generator (ipg) and leads were explanted due to methicillin-resistant (B)(6) bacteria infection. The ipg and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A proximal portion was received. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: addr01, ipg; implant: (B)(6) 2011. Model: 5076110, lead; implant: (B)(6) 2011. (B)(4).